Manufacturer narrative:
The event occurred in (B) (6) and was reported in journal article: melamud, b., shilo, s., & munter, g. (2010). Life-threatening hypoglycemia due to false measurement of glucose in a peritoneal dialysis patient. Israel medical association journal [imaj], 12(2), 125- 126. Fields marked ni were completed as such because the requested information was not provided in the attached journal article. (B) (4).

Event description:
Journal article reports that patient was admitted to hospital with diffuse abdominal pain and vomiting. Patient's preexisting conditions reportedly include ischemic heart disease, slow-growing adenoid cystic carcinoma of the lung, and diabetes mellitus. Report notes that, for the 9 months prior to hospital admission, patient had been treated with continuous ambulatory peritoneal dialysis, using an icodextrin solution (a labeled interferent for most accu-chek test strips). Upon admission, patient was reportedly afebrile, with diminished capacity in the right lung, and no apparent signs of peritoneal irritation. A capillary blood glucose test was reportedly performed, on an unspecified accu-chek device, with a result of 492 mg/dl. A venous sample, obtained at the same time, reportedly measured 320 mg/dl in the facility's laboratory. A subsequent chest computed tomography revealed a mass in the right lung and bilateral pleural effusuions of numerous lymph nodes at the mediastinum; upper abdominal tomography was unremarkable. Report notes that patient refused to eat and was treated with sliding scale insulin, based on capillary values obtained at the bedside. The following morning, patient was unresponsive to verbal and pain stimuli. Patient's temperature was reportedly 100.4 degrees fahrenheit with pulse of 100 bpm. Blood, urine, and dialysis solution were cultured for bacteria and treatment with ceftriaxone and vancomycin was initiated. A brain CT scan was performed which revealed no abnormalities and patient was prophylactically intubated to protect his airways. A capillary blood glucose test was reportedly performed, on the accu- chek system, with a result of 170 mg/dl. A simultaneous venous laboratory test reported patient's blood glucose to be 26 mg/dl (which was subsequently confirmed with a repeat test). Report states that patient was treated with a bolus of intravenous glucose, after which he reportedly became alert and responsive to external stimuli. Report also notes that he was rapidly weaned from mechanical ventilation. Report notes that, despite a subsequent febrile episode, patient's condition gradually improved and he was discharged to an outpatient rehabilitation facility one month after admission. Report did not provide specific accu-chek blood glucose values upon which insulin administration was based. Additionally, report does not indicate if capd was discontinued during hospitalization. No product was returned to the manufacturer for evaluation.